Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 6 devices were received for evaluation; 6 events were confirmed during testing. Approx 5 devices were found to be affected by corrosion. Approx 1 device was found to have a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events, in which the device overheated. Approx 4 reported events had no patient involvement; no patient impact. Approx 2 reported events had patient involvement with no patient impact.